Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v759963, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a return of symptoms of urgency/frequency and had their system replaced. The date of the event was reported to have been (B)(6) 2016, noted as year accurate. The issue was reported to have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.